Event description:
A beckman coulter inc (bec) japan reported no foam bottle leak. Personal protective equipment was worn during the event. No injury was reported.

Manufacturer narrative:
The cap was loose on the no foam bottle. No additional information is available. (B)(4).